Event description:
Stryker triathlon total knee replacement has left me with constant pain and swelling below the knee, difficulty sleeping due to pain and discomfort. I have discussed with my surgeon on multiple occasions who said "the knee was implanted perfectly". I am unable to do the things I used to do after rehab (I am over a year and a half past the surgery date) like walking (pain becomes unbearable when walking around my office at work and between buildings at work), swimming (I swim in circles), and scuba diving (not done at all since I can't even swim), all of which my surgeon said I would be able to do post rehab which I have been religious about because I want my life back. My gait has been thrown off so much that my hips and lower back require weekly treatment or 1 leg becomes 1-2" longer than the other due to the rotation this causes pain in the lower back and hips. Starting 4 weeks ago, I now have constant pain in the achilles tendon of the affected leg and the muscle attachment point at the ankle is painful to the touch (totally different than the non-affected leg). Cleaning the house is difficult due to the pain and swelling in the affected knee. Daily activities like walking from the car to the office and walking around the office to do my job are difficult, as is getting around a grocery store, carrying in the groceries, standing for longer than 10 minutes (required for work at times), FDA safety report ID# (B)(4).